Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited high right atrial (ra) lead impedance, thresholds and a polarity switch. The lead is scheduled to be inactivated. No patient complications have been reported as a result of this event.